Event description:
It was reported that this unknown pacemaker exhibited loss of capture during a threshold test. The health care professional (hcp) had no further information to share other than the patient is not pacemaker-dependent and right ventricular (rv) pacing is approximately 30%. Technical services (ts) suggested the hcp to perform either in-person or remote follow-up to check device operation. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.